Event description:
(B)(4). Severe cramping. Coil has or was in abdomen since they put them in (B)(6) 2013. Severe bleeding, leg pain, head aches, joint and leg pain and sluggish feeling every day. Uti infections.